Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump errors during normal use. Blood glucose level at the time of the incident was unknown. The insulin pump will be replaced. The product will be returned for analysis

Manufacturer narrative:
Unit passed self test and displacement test. Formatted history file analysis confirmed pump error due to software error (tt 2252). Unit received with minor scratched display window and case.